Manufacturer narrative:
(B)(4).

Event description:
"When laser foot pedal engaged, sparks came from the area between the handpiece and the cable." This information is documented as reported to trimedyne, inc.